Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7, with a highest cgm value of 400 mg/dl persisting for approximately six hours, during the initial learning period when the user consumed one larger meal and occasional snacks; the device issued high glucose alerts and subsequently delivered corrective insulin that stabilized glucose. Symptoms included lethargy and irritability. Outcomes included transient elevated glucose that resolved without hospitalization. Investigation included review of device performance and user-reported meal practices and education. Investigation of this case revealed that the event was consistent with expected physiology during early adaptation and an underestimation of meal size, with the device reverting to correction behavior as designed and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors and patient condition during the learning period.